Manufacturer narrative:
The evaluation showed, that the bolts of the upper front part are loose. The front link buckled. There were no serious injuries sustained as a result of the fall, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to the information provided by the customer the screws that hold the hinges together are starting to come out. The patient did fall but he is not sure if he fell due to the knee. Medical treatment was not required.